Event description:
The trevo device was deployed distal to right carotid stent and pulled back into carotid stent. It became entangled with a strut of the stent. The delivery wire broke leaving the stent retriever tangled in the carotid stent.